Event description:
It was reported that a patient underwent an endoscopic ovarian cyst surgery on (B)(6) 2023 and suture was used. During the procedure, the problem of pulling off suture needle happened. The needle did not fell into the patient. Changed another one to continue the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Component code: g07002 device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related events reported via 2210968-2023-00957.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/31/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received three sealed boxes with thirty-six each (a total of 108 packets) that pertain to product code vcp311h. As per the sampling plan, a visual inspection was performed on thirty-two samples, and no defects were found on the packages. The samples were opened, and the closure of channel needles was as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed on the samples using an instron and the pull force on four samples did not meet the minimum ltl. A second sampling of the rest samples (ninety-eight) were examined and no defects were found on the packages. The samples were opened, and the closure of channel needles was as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed on the samples using an instron and the pull force on six samples did not meet the minimum ltl. Based on the information currently available, clip off and short insertion issue defects were identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-00957.